Event description:
It was reported that this right atrial (ra) lead exhibited an impedance measurement greater than 3000 ohms, intermittent noisy signals and loss of capture due to lead fracture. This ra lead was explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.